Manufacturer narrative:
The customer¿s report of the pcu alarming for a system error code 121.2002 was confirmed and replicated during the investigation. Results from a log analysis confirmed the error code 121.2000.2 occurring on 01apr2019 at 5:30:02 am the reported system error was recreated in lab testing by switching between ac and dc power on an hourly basis utilizing a power cycler as the lab pump module continued to infuse. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for (B)(4) which confirmed no similar complaints with the same or related failure mode. Temporarily replacing the 24v switching power supply resulted in the pcu running for over 24 hours without producing a system error, indicative of a faulty switching power supply.

Event description:
(B)(4).